Manufacturer narrative:
The device was not returned for analysis; therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. A 'save to disk' has been sent to technical services for their review to determine whether the device's battery is in fact depleting abnormally. Additional information received on 28jan2020 indicated the device was explanted and replaced. No adverse effects were reported. The device will not be returned to bsc.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Data was collected from the device and sent to technical services for their review. It was determined the device was depleting faster than normal, and therefore was replaced. No adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.